Event description:
Boston scientific received information stating: sometimes ps stimulation when patient lying on left side. Hospital: (B)(6) italy dr. (B)(6) implant date: (B)(6) 2011 event date (B)(6) 2011 no corrective action. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).